Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door latch. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified a broken door latch. The door latch assembly was replaced to fix the malfunction. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.